Event description:
It was reported that the patient underwent cranial radiotherapy. Interrogation post-procedure revealed anomalous battery longevity. It was later determined that high output may have resulted in the issue. No intervention was performed. There were no patient consequences.